Event description:
It was reported that, "the pt had a loose stem so the pt was revised."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.